Event description:
It was reported that a patient fell off a horse in 2012 in (B)(6). The patient had unknown matrix rib plates implanted after the for the fall. The patient went to (B)(6) and saw a doctor complaining of rib pain. The patient was taken into surgery on (B)(6) 2015 and it was found that two (2) of the four (4) plates implanted in 2012 had broken. The broken plates were found on the right side on ribs eight and nine. During the procedure the broken plates were removed and replaced with new plates. A bone graft was take from the hip to complete the procedure. There is no additional information. Two (2) of the nineteen (19) screws were at a screw hole of the broken plates. There is no allegation of deficiency against the remaining seventeen (17) screws. Report is for screw two of two. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). A product evaluation investigation was performed: the returned plates are broken into two pieces through one of the screw holes. The plates have cosmetic scratches and damage consistent with being implanted. Nineteen (19) screws were also received without any visible damage, issues, or complaint. All screws were able to be locked into the returned plates. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The cause of the complaint condition could not be determined, but is most likely the result of excessive force, when the patient fell off his horse as per the complaint description. No product design issues or discrepancies were observed. This complaint is confirmed. Drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in technique guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact weight reported as (B)(6) kg. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015 the patient had the removal of the plate and screws and underwent an open reduction internal fixation (orif) of the right ribs 8 and 9 with synthes matrix plates and 12mm screws (3 on each side of the fracture for each rib). The patient also had place of bone graft harvested from the right iliac crest between the ends of the fracture sites. The patient also had a post-operative intercostal nerve injection of bupicicaine (10 ml). Patient received costochondral injections for pain relief on (B)(6) 2014, (B)(6) 2014, and (B)(6) 2014. Patient stated that she felt pain relief; however after the injection on (B)(6) 2014 she felt had broken hardware that is scraping and trying to push through her skin.

Manufacturer narrative:
Device investigation summary ¿ one of the following device(s) was received: ti matrixrib pre-contoured plate (part # 04.501.00x / lot # unknown / quantity: 2). 2.9mm ti matrixrib locking screw, self-tapping (part # 04.501.020 / lot # unknown / quantity: 19). The returned plates are broken into two pieces through one of the screw holes. The plates have cosmetic scratches and damage consistent with being implanted. Nineteen (19) screws were also received without any visible damage, issues, or complaint. All screws were able to be locked into the returned plates. A visual inspection, functional test, complaint history review and drawing review were performed as part of this investigation. The cause of the complaint condition could not be determined. No product design issues or discrepancies were observed. This complaint is confirmed. Device drawings for the device(s) were reviewed. No drawing issues or discrepancies were noted. The designs are determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in the technique guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional medical record numbers (mrn) include: (B)(6). Date of postoperative pain is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per the patient, she was admitted to the hospital for stabilization of chronic displaced right rib fractures on (B)(6) 2012 due to a blunt chest trauma which occurred in (B)(6) 2012. The patient underwent internal fixation of the right posterolateral rib fractures and had four (4) matrix rib implanted at the 6th, 7th, 8th, and 9th ribs. Thereafter, the patient developed chronic, persistent pain. Displacement of the right rib fractures, confirmed via CT scan, was noted. Another CT scan, on a separate unknown date, showed displaced ribs at the broken plate. The patient was then referred to another surgeon for revision surgery. On (B)(6) 2015, another CT scan was performed, which showed that the fractures of the 6th and 7th ribs appeared to be healed and that those plates were still intact. The broke/fractured plates are at the mid-portions of the left 8th and 9th ribs. This report is 4 of 4 for (B)(4).